Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included kidney stone. Concurrent conditions included flank pain, vomiting, fever, diarrhea, hematuria, renal colic and back pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), psychological trauma ("psych injury"), headache ("headaches"), amnesia ("memory loss"), anxiety ("anxiety"), feeling abnormal ("hormonal changes describe: brain fog"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain lower ("left lower quadrant pain") and dysmenorrhoea ("had cramping after like menstrual cramps") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, bladder disorder, urinary tract infection, psychological trauma, hormone level abnormal, headache, amnesia, anxiety, feeling abnormal, depression, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, dysmenorrhoea, feeling abnormal, headache, hormone level abnormal, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received-new reporter, removal details were added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the left fallopian tube serosa with the distal tip of the left essure') and pelvic pain ('pelvic pain/ chronic pain/chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included kidney stone. Concurrent conditions included flank pain, vomiting, fever, diarrhea, hematuria, renal colic and back pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), psychological trauma ("psych injury"), headache ("headaches"), amnesia ("memory loss"), anxiety ("anxiety"), feeling abnormal ("hormonal changes describe: brain fog"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain lower ("left lower quadrant pain") and dysmenorrhoea ("had cramping after like menstrual cramps") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, vaginal infection, bladder disorder, urinary tract infection, psychological trauma, hormone level abnormal, headache, amnesia, anxiety, feeling abnormal, depression, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, bladder disorder, depression, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, hormone level abnormal, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information added. Date of removal updated. Event: perforation of the left fallopian tube serosa with the distal tip of the left essure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.